Manufacturer narrative:
Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a mammary cleaning out procedure, the clips would not advance. Axillary mammary cleaning (breast cancer). When the surgeon removed the applier after being placed and fired on a vascular pedicle, this one was torn because the clip remained blocked into the jaws. No more details are available about the applier (at what's firing, if unexpected resistance). A bleeding occurred, which was controlled with difficulties: the surgeon used a haemostatic forceps to perform manual ligatures. No transfusion performed (the bleeding could be controlled before becoming important). Another like device was used to complete the procedure after this incident. No post-operative consequence for the patient.